Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the user identified missing additive. The following information was provided by the initial reporter. The customer stated: it was reported by the customer during a post market survey that after centrifugation the serum is experiencing fibrin. Customer problem: customer reports "serum tube 6ml with ref # (B)(4), the serum forms fibrin after centrifugation. It seems to affect the results." Post market customer reports "serum tube 6ml with ref # (B)(4), the serum forms fibrin after centrifugation. It seems to affect the results." Post market survey.